Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the displacement accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer experienced hyperglycemia and was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges that the insulin pump was under delivering because the reservoir was half than normal. The insulin pump will be returned for analysis and reservoir will not be return for analysis.